Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. Customer's blood glucose value was unknown at the time of the incident. The customer stated the insulin pump was stuck on the lock screen and was not responding. Customer stated they were able to clear the alarm. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive down button, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. No stuck button alarm noted. Unable to perform displacement test or self test due to unresponsive button.